Event description:
A malfunction occurred with the customer's pump, displaying malfunction code 12, but no notable events had occurred prior to it. The issue did not cause the customer¿s blood glucose levels to exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, provided instructions for ongoing use, and advised the customer to contact them if the malfunction recurs. The customer acknowledged and understood these instructions.